Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 80 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer was able to resume insulin and deliver a bolus successfully.